Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer stated that the chair will move for about 10 minutes and stop no lights on the wrench.